Event description:
Date and time was configured by engineer incorrectly. Thus creating an incorrect source activity greater than it should be. The source activity resulted in lower than expected treatment delivery time. Treating personnel did not catch the time error during pre-treatment plan approval. The patient was treated with a too short treatment time. After the patient treatment the too short treatment times were noted when checking the treatment report. The patient treatment times were re-calculated and the patient was re-treated the same day to the correct dose, therefore this has no clinical relevance for the patient. Note event date: (B)(6) 2013, event was not reported to nucletron. Awareness date (B)(4) 2013. When identified by nucletron, it was linked to report (B)(4) reported to nucletron by the FDA.

Manufacturer narrative:
Date and time was configured by engineer incorrectly. Thus creating an incorrect source activity greater than it should be. Treating personnel did not catch the time error during pre-treatment plan approval. After the patient treatment the too short treatment times were noted when checking the treatment report. The patient treatment times were re-calculated and the patient was re-treated the same day to the correct dose, therefore, this has no clinical relevance for the patient. Nucletron is preparing a check which prevents that such a date change can stay unnoticed.